Event description:
Charge circuit problem, no defib output during post-implant induction. Model 6932 lead low impedance. Leads appear to have migrated some time post-implant and were almost touching when post-implant testing was initiated. Model 6937 lead tested out of specifications during manufacturer's analysis.